Manufacturer narrative:
Date received by manufacturer: 08nov2019. Date of report: 12nov2019. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. F ault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The service engineer calibrated the touch screen however it did not resolve the issue the service engineer replaced the touch screen and the issue was resolved.

Event description:
The service engineer reported the touch position on the touch screen was misaligned in a large amount. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.